Event description:
A fresh co2 absorber canister was installed in the anesthesia machine. Anesthesia machine checked ok, but during use it continually announced a "fresh gas low" alarm. Clinician was able to adjust machine settings to maintain correct patient ventilation. When case was ended, problem was reported to biomed techs.upon investigation, a fault within the absorber canister was identified which allowed soda lime pellets to partially fill the canister's central air inlet tube, greatly reducing air flow. The anesthesia machine worked properly once a new canister was installed.